Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea."), intermenstrual bleeding ("metrorrhagia.") And endometriosis ("endometriosis"). The patient was treated with surgery (robotic total laparoscopic hysterectomy,bilateral salpingo-oophorectomy,cystoscopy). Essure was removed. At the time of the report, the heavy menstrual bleeding, dysmenorrhoea, intermenstrual bleeding and endometriosis outcome was unknown. The reporter considered dysmenorrhoea, endometriosis, heavy menstrual bleeding and intermenstrual bleeding to be related to essure. The reporter commented: discrepancy noted - removal details date is reported as - (B)(6) 2013. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-may-2021: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea."), intermenstrual bleeding ("metrorrhagia.") And endometriosis ("endometriosis"). The patient was treated with surgery (robotic total laparoscopic hysterectomy,bilateral salpingo-oophorectomy,cystoscopy). Essure was removed. At the time of the report, the heavy menstrual bleeding, dysmenorrhoea, intermenstrual bleeding and endometriosis outcome was unknown. The reporter considered dysmenorrhoea, endometriosis, heavy menstrual bleeding and intermenstrual bleeding to be related to essure. The reporter commented: discrepancy noted - removal details date is reported as - (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2021: nr received : events medical device removal is updated to menorrhagia, metrorrhagia. Dysmenorrhea, endometriosis. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Case became serious incident. New event: medical device removal was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.